Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent cardiac surgery on an unknown date and suture was used. Approximately two to three weeks post operative, the patient developed wrapping lesions around the incision. The lesions grew in size and became discolored. The patient was treated with steroids. Additional information has been requested.